Event description:
A malfunction alarm was reported with a code labeled as malf 16, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted for multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, and technical support arranged to replace the pump. Furthermore, the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label, which was acknowledged and understood.